Manufacturer narrative:
This record is being filed due to an event that occurred in denmark with an tdx-sp2 wheelchair. This record was created due to the us manufactured tdx-sp2 wheelchair being similar in design and would likely to have the same outcome as this event. The patient does not know how they hit the curb, nor at what angle he hit it. He was driving at the middle level of speed. When the wheelchair was serviced at invacare brondby after the accident, the speed was subsequently adjusted down. No malfunction was mentioned. If more information becomes available a follow-up medwatch will be filed.

Event description:
The power chair, tdxsp2, tipped over when the patient hit a curb. Unfortunately, the patient wasn't wearing a harness or belts at that time. As a result, the ambulance was called, and the patient was taken to the hospital. There, they were hospitalized due to a CT scan revealed some bleeding. They also received a laceration on the left side of the head, measuring 3 cm, a small 1 cm wound on the chin, and three broken teeth. Upon discharge the bleeding had stopped on it's own.